Event description:
It was reported while using bd eclipse¿ needle 25g the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: complaint: product is label incorrect.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25g the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: complaint: product is label incorrect.